Manufacturer narrative:
An event regarding a crack/fracture of a ceramic liner was reported. The event was confirmed following a review of the provided x-rays by a clinical consultant. Method & results: device evaluation and results: images of the trident liner were received. The images indicate that the ceramic from the internal surface of the metal backed liner is no longer present, the remaining metal liner has a large hole worn through to the shell from contact between the metal liner and ceramic head. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant concluded: procedure-related factors: cup malposition in very superficial position and probably also low inclination. Patient-related factors: none evident. Device-related factors: none evident. Diagnosis: "cup malposition in very superficial position has contributed to impingement and/or subluxation with extremely high point contact loads, easily surpassing the mechanical strength of the ceramic material resulting in a ceramic liner fracture requiring revision." Conclusions: a review of the provided x-rays by a clinical consultant concluded: "cup malposition in very superficial position has contributed to impingement and/or subluxation with extremely high point contact loads, easily surpassing the mechanical strength of the ceramic material resulting in a ceramic liner fracture requiring revision." No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient complained of pain in the hip, worn thru alumina liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient complained of pain in the hip, worn thru alumina liner.